Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed. The evaluation found non-reportable device malfunctions conditions. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the light source¿s lamp is turning on and off. It was not specified during what type of device usage the reported event occurred. There was no reported patient injury or medical intervention associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (14) years since the subject device was manufactured. Based on the results of the investigation, the phenomenon was not reproduced during the inspection of the device. Since the device in question was not returned to the legal manufacturer, its condition could not be thoroughly checked. Therefore, olympus could not identify the root cause and could not conjecture the cause of the phenomenon. Olympus will continue to monitor field performance for this device.